Event description:
It was reported that during a da vinci si gastric sleeve procedure the large needle driver instrument would not grasp a needle. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis placed the instrument on an in-house si system and driven; recognition and engagement testing passed on multiple attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed all grip functions without issues. No cable damage found. The instrument was installed on the instrument performance tester (ipt) for an additional functional check. Pitch, roll, offset, and yaw testing passed. No failures were reported on the ipt. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.